Event description:
It was reported that during the implant procedure, the lead kept dislodging after the helix deployed. The lead had poor sensing values after the helix was extended despite good sensing prior to the helix deployment. It was further reported that there was tissue in the helix. The lead was not implanted and anther lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4)